Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 342mg/dl, and he treated before calling. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with continuous error alarms after the battery was installed as a result of a faulty component on the motherboard, and the device's drive support disk was loose. Further testing could not be performed due to the repeated error alarms.